Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. During the procedure, the mesh film was partially separated. There was no adverse patient consequence reported. Additional information has been requested.